Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance, the device was returned to the customer for use. The customer did not return the therapy cable for an evaluation. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that the therapy connector is loose and the therapy cable will not stay connected. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.